Event description:
It was reported that during preparation for a procedure the aiming beam was stuck to the right and would not center. There was no patient involved.

Manufacturer narrative:
The console was field service at the user's facility. The console was powered on, the aiming beam out of the arm of the scanner was check, it was identified that the aiming beam was centered. The reported issue could not be duplicated. Therefore, the reported event could not be confirmed. In addition, verification tests were completed, no error codes were displayed, and coolant level was normal. Optical alignment and aiming beam intensity were normal. There were no leaks, and all readings were under manufacturers specifications.

Event description:
It was reported that the aiming beam was stuck to the right and would not center. There was no patient involved.